Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. There have been no other events for the lot referenced no additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient's right hip was revised due to instability (possible cause or contributor for instability not reported to rep). A shell, two screws, and a liner were revised to a titanium revision shell and mdm/ adm liner construct.